Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the DHR record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by he MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filling during recirculation mode. A pt was not connected to the machine at the time of the incident. The drain line meets specs. The facility's biomed tech inspected the machine and calibrated the high flow relief regulator. The machine remains in service and the reported malfunction has not been repeated to date.